Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective e/p pack. The technician was not able to solve the issue in the field. Therefore the defective device was returned to livanova (B)(4) for further investigation and repair. During the investigation the reported failure could be reproduced and traced back to a defective hek board. As root cause faulty soldering joints could be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a all display and control modules of a s5 system went blank during priming. There was no patient involvement.